Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 100 mcg/ml prialt at a dose of 5.99 mcg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient came in for a normal refill on (B)(6)2017 and they changed the pump's drug concentration from 100 mcg/ml to 25 mcg/ml. The patient's drug and daily dose was unchanged, still 5.99 mcg/day of prialt. When the drug concentration was changed on (B)(6) 2017 the pump was not updated with this information. There was no bridge bolus performed when the pump was updated. The patient was let go after the refill on (B)(6) 2017 and then came back on (B)(6) 2017 so they could perform a modified bridge bolus. The hcp was assisted in performing a modified bridge bolus. The pump was updated to reflect the new drug information. No symptoms were reported and the hcp was able to successful enter in the programming information to reflect the correct drug concentration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.